Event description:
It was reported that a pt was hospitalized for 3 weeks after a procedure as pt complained of a bowel obstruction, cultures normal, pre-op antibiotics antcef, post-op antibiotics IV fluids, pt released and fine now. Additional info provided on 1/3/2003 indicated the surgeon performed a laparoscopic supracervial hysterectomy at the end of 10/2002. Two to three days post-op, the pt developed severe abdominal and pelvic pain accompanied by ileus and what he described as a partial small bowel obstruction. While blood count was normal and the pt remained afebrile. She was treated conservatively and after several weeks her symptoms resolved. She is now fine. Update: additional info provided 9/2005 noted that according to the pt, the following is alleged to have occurred: "prior to second" -- pain, severe abdominal cramps/fever. Present -- chronic fatigue, joint pain, overall pain.

Event description:
A patient was hospitalized for 3 weeks after a procedure as patient complained of a bowel obstruction, cultures normal, pre-op antibiotics ancef, post-op antibiotics, IV fluids, patient released and fine now. Additional information provided on 01/03/2003 indicated the surgeon performed a laparoscopic supracervical hysterectomy in 2002. Two to three days post-op, the patient developed severe abdominal and pelvic pain accompanied by ileus and what they described as a partial small bowel obstruction. White blood count was normal and the patient remained afebrile. Pt was treated conservatively and after several weeks their symptoms resolved. Pt is now fine.